Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has battery issues. The battery indicator led on batteries showing 1 light, then immediately showing full charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has battery issues.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was unable to reproduce the issue. The batteries were functioning normally but were replaced as a precaution. The iabp passed all functional and safety tests. The unit was returned to the customer for use.

Event description:
N/a